Event description:
A part of the plastic section inside the metal connector (side attached to the angiographic injector) of the proximal end of the extension tube became separated when it was being attached to the angiographic injector. The physician indicated that excessive force was not used and another extension tube was used to successfully complete the procedure. There was no patient injury reported.

Manufacturer narrative:
The product has been returned, but the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.